Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a procedure on their should. During procedure, the implantable cardioverter defibrillator detected noise due to cautery and delivered an inappropriate shock. Patient was stable post procedure.